Event description:
It was reported that during the initial implant procedure, the set screw for the right ventricle channel on the device would not accept the wrench resulting in the inability to tighten the set screw. An additional procedure was performed the following day and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.